Manufacturer narrative:
Upon completion of the investigation, the position of the cam when valve was received was 160mmh2o. The valve was visually inspected, and it was noted that the connector has been pinched / bent. This could be the cause of the blockage. This could have happened during preparation of the valve, but this could not be determined. It was also noted that some sort of debris inside the valve. The valve was tested for programming and failed the test. During the programming process the cam mechanism did not move. The valve could not be pressure tested at 160mmh2o, due to the damaged connector. The valve was dismantled and was examined under microscope at appropriate magnification: what looks like fibers were found wrapped around the valve mechanism, it is not possible to determine their origin. Review of the history device records confirmed the valve conformed to the specifications when released to stock. The root cause for the problem reported by the customer could be due to the pinched / bent connector. The root cause for the fibers found around the valve mechanism could not be determined. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
The affiliate reported: the device was blocked on the ot table and was not working (during use on patient) additional information from the affiliate stated: were there any adverse consequences to the patient? No. What actions were taken as a result of this incident? The device was replaced with a new one available in the ot. Was there a delay greater than 30 minutes as a result of this incident? No.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed. Complaint sample under investigation.